Event description:
Patient reported a right side "exchange from textured to smooth breast implants due to the patient¿s concern with the product", and "lump ". Lather healthcare report a right side "rupture" and a bilateral "implant removal from textured to smooth" via MRI. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.